Event description:
Vitatron rv pacing lead noise was inhibiting rv and lv pacing in this pacemaker dependent patient. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).